Event description:
It was reported that the female connector of the minicap transfer set was found "not to be tightly combined" with the minicap which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The mini cap was positioned on the female connector of the in-lab transfer set and submerged under water using 8 psi pressure with no issues or leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.